Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old female patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient felt like there was something different about her left breast. After consulting with a medical professional, she had magnetic resonance imaging performed. The findings were bilateral rupturing of her breast implants. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08775 for the contralateral event.

Manufacturer narrative:
On may 04, 2023, mentor completed an evaluation using an image of the device that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient was rescheduled for explantation surgery which was performed on (B)(6) 2022. The appropriate fields have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 06, 2023, mentor was notified that the patient underwent bilateral removal without replacements on (B)(6) 2023. On april 12, 2023, mentor was notified that the complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).